Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx) and guide catheter. During the procedure, while attempting to advance the catrx through the valve of the rotating hemostasis valve (rhv), the catrx was loaded onto the guidewire too quickly; consequently, puncturing the catrx. Therefore, it was removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.